Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was received with the shield punctured. The instrument that punctured the shield penetrated and damaged the hybrid. This created a high current path that caused the battery to deplete to the point that the device was nonfunctional.

Event description:
It was reported the device was electively removed due to a heart transplant. The device subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.